Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that, post-aquablation therapy, the patient required a blood transfusion and had heart issues intraoperatively. The patient was put on pressors and intubated in the ICU. The treating surgeon was informed post-op by the patient's spouse that the patient bleeds easily and does not clot well. It was also noted that had the undisclosed bleeding disorder been disclosed before the aquablation therapy, the treating surgeon would not have been aggressive during hemostasis. It was later confirmed that the patient used to have a history of heavy drinking and had undiagnosed liver cirrhosis, which explained the excessive pelvic bleeding due to portal hypertension, in addition to inadequate clotting. The patient was then given anticoagulant injections due to a pulmonary embolism and deep venous thrombosis in the left upper arm, placed back onto continuous bladder irrigation, and received another transfusion due to the anticoagulation. The patient is currently stable and was switched to oral anticoagulation. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) was conducted for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3 warnings: procedure ¿as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding o embolism section 8.32 sterile states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: ¿ cautery followed by foley balloon catheter insertion. ¿ under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) ¿ balloon catheter in bladder with bladder neck traction ¿ balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder under trus guidance retract balloon into prostatic fossa inflate balloon to 30-50% of initial prostate volume apply mild traction on the catheter to hold the balloon catheter in place ¿ balloon catheter in bladder, no traction c. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bleeding and embolism as a potential risk of aquablation therapy. It was confirmed that the patient had pre-existing conditions not disclosed to the treating surgeon before the aquablation therapy, which contributed to the reported event. No further information was provided regarding the patient status despite multiple follow-up attempts. Based on the information obtained, plus a review of the treatment log files, DHR, and IFU, the event is considered not device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.